Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient received inappropriate therapy due to noise on the lead. An alert for low pacing lead impedance was also noted. The lead was capped.